Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary, drug eluting stent was used to treat a moderate tortuosity, moderate calcified lesion exhibiting 100% chronic total occlusion in the proximal right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology / anatomy and not device related. The patient is alive with no injury.